Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported false positive results on the alinity m resp-4-plex assay. The customer reported receiving a negative control that was reactive for the sars-cov-2 and flu a targets. In addition, they stated that they had experienced an abnormal amount of high CT (cycle threshold) value patient samples. No additional details were provided on the number of potential false positive patient samples. The customer took 48 environmental swabs from the alinity m instrument and tested them on another alinity m instrument. The 48 swabs from the instrument all came back negative. The local field service team proceeded to do a general clean of the instrument and the laboratory. There were dried up dirt spots along the sample input station, and lots of crystallization around the bulk fill station. There was no indication that anything in the instrument was not performing as per specifications. After the cleaning, 48 blank samples of sodium chloride in water were loaded, which all came back blank. The apparent contamination was resolved with no clear indication of the source. The local technical application specialist (tas) discussed handling and environmental factors and general glp (good laboratory practices) with the customer. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs involving the reactive negative controls did not meet assay specification requirements as error code 9193 (negative control is reactive) was generated for the run controls. Subsequent runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review: file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. The runs met all validity and acceptance criteria. Quality data review: device history record / batch record review: review of the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review: a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m resp-4-plex amp kit (list 09n79-090) lot 408297. Complaint trending was performed and did not identify a trend violation. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 was not identified.